Event description:
It was reported that the patient experienced a burning sensation following a fall on the buttock, at the location of the implantable neurostimulator. The device battery depleted three weeks after the fall, and it was not possible to obtain impedance readings at that time. The neurostimulator was subsequently replaced. The patient, then, received "good/normal" stimulation.

Manufacturer narrative:
(B)(4).